Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) but was returned to olympus thailand (oth). Oth checked the subject device and confirmed the reported phenomenon, which might be caused by physical stress. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based upon the information from oth, omsc surmised that the reported phenomenon was caused by excessive torque more than designed value being applied to the instrument channel port. If additional information is received, this report will be supplemented.

Manufacturer narrative:
The subject device has not been returned to any of the olympus locations. However, the field service engineer of olympus (B)(4) checked the subject device on-site and found that the reported phenomenon was duplicated. The exact cause has been under investigation. Therefore, the exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the inspection after an unspecified procedure using the subject device at the user facility, it was found that the instrument channel port on the control unit had loosed and could be little turnable. There was no report of patient injury associated with this event.